Event description:
MFR report #: us-alvogen-(B)(4). #1: acute myocardial infarction v28.0 (patient died on (B)(6) 2024, wearing one of the fentanyl patches, patient's death certificate stated acute myocardial infarction): from to - serious - fatal. This spontaneous case report was received from a consumer or other non-health professional (patient's wife) via medical information call center (micc) (reference number: (B)(4)) from united states on 17-jun-2025. This case concerns a male patient of an unknown age who was using fentanyl patch for an unknown indication and died on (B)(6) 2024, wearing one of the fentanyl patches, and death certificate stated acute myocardial infarction (pt: acute myocardial infarction) (clinical term: myocardial infarction; problem term: insufficient device problem information). Patient's relevant medical history, past drug history, and family history were not reported. Concurrent conditions, concomitant and co-suspect medications were not reported. On an unknown date, the patient started treatment with 25 mcg/hr fentanyl (system, transdermal delivery, cder or cber led; appropriate component term/code not available) for an unknown indication (batch/lot number: 108319, expiration date: apr-2027 and device manufacturer date: unknown). Usage of the device was unknown, and the operator of device was lay user/patient. Reporter stated that her husband died on (B)(6) 2024 and he was wearing one of these patches. She also asked what she could do now and requested for further advise. On 17-jun-2025, reporter mentioned that she did not know if the patches were stacked. She mentioned that the last box he was using was a recalled batch. She mentioned that death certificate mentioned acute myocardial infarction and was cremated prior to hearing of the recall. She provided pictures, however, details were not identifiable. Reported cause of death was reported as acute myocardial infarction. Autopsy was not performed. As the reporter did not know whether the patches from the recalled batch were stacked, there was insufficient information. Therefore, the type of investigation, including the method term, was captured as 'insufficient information available,' the result term as 'no findings available,' and the conclusion term as 'appropriate investigation conclusion term/code not available.' According to the reporter, the patches belonged to the affected lot. Based on medical assessment, the recall presents a significant safety concern, as the potential risk of a product can cause substantial and unreasonable harm to public health. The reported event acute myocardial infarction, meet the FDA's MDR reportability criteria as defined under 21 cfr part 803. Therefore, this qualifies as a 5-day reportable event. The remedial action was initiated as recall. No laboratory tests and procedures were reported. The case is considered as serious (death) (impact term: death, serious injury/illness/impairment). The action taken with fentanyl (system, transdermal delivery, cder or cber led; appropriate component term/code not available) was not applicable. The outcome of the event was fatal. The reporter's assessment of the causal relationship of the event with fentanyl was provided as possible at the time of this report. No further information is available. MDR comment: - according to the medical assessment, a male patient using fentanyl patch for an unknown indication died on (B)(6) 2024, wearing one of the fentanyl patches and his death certificate stated acute myocardial infarction (acute myocardial infarction). Death is considered potentially due to recall batch lot 108319. Hence, there is a potential safety impact which caused harm to public health and the event of death is considered related to the device component of the product and necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health, therefore, the case qualifies as 5-day reportable, and an expedited report will also be submitted to FDA. Sender comment: this 5-day/15-day reportable case concerns a male patient of an unknown age who was using fentanyl patch for an unknown indication and died on (B)(6) 2024, wearing one of the fentanyl patches and patient's death certificate stated acute myocardial infarction (acute myocardial infarction). The event of acute myocardial infarction was assessed as serious and unlisted. The causal role of fentanyl for reported event of acute myocardial infarction is assessed as possibly related. However, lack of information regarding patient¿s relevant past medical history; past drug history; family history and pre-existing risk factors precludes comprehensive assessment.

Manufacturer narrative:
Manufacturer report number: 2010441-2025-00001, will be re-submitted as a 30-day report via a significant amendment. The initial 5-day report could not be processed because both the ¿5-day¿ and ¿initial¿ checkboxes were selected in section g6 (type of report) field of medwatch. Initially, this report was conservatively classified and submitted as a 5-day report, since the case pertained to a previously recalled lot of fentanyl. However, the remedial actions for that lot had already been completed, and the recall was initiated before the company became aware of this event. As no additional corrective action was necessary, the event has now been reclassified as a 30-day report. Accordingly, this supplemental report is being submitted to initial report by selecting the ¿30-day" checkbox in section g6 of the medwatch form, in accordance with the recommendations provided by the FDA problem report specialist.

Event description:
MFR report#: (B)(4) / 2010441-2025-00001. #1: acute myocardial infarction v28.0 (patient died on (B)(6) 2024, wearing one of the fentanyl patches, patient's death certificate stated acute myocardial infarction): from to - serious - fatal. This spontaneous case report was received from a consumer or other non-health professional (patient's wife) via medical information call center (micc) (reference number: (B)(4) from united states on 17-jun-2025. This case concerns a male patient of an unknown age who was using fentanyl patch for an unknown indication and died on (B)(6) 2024, wearing one of the fentanyl patches, and death certificate stated acute myocardial infarction (pt: acute myocardial infarction) (clinical term: myocardial infarction; problem term: insufficient device problem information). Patient's relevant medical history, past drug history, and family history were not reported. Concurrent conditions, concomitant and co-suspect medications were not reported. On an unknown date, the patient started treatment with 25 mcg/hr fentanyl (system, transdermal delivery, cder or cber led; appropriate component term/code not available) for an unknown indication (batch/lot number: 108319, expiration date: apr-2027 and device manufacturer date: unknown). Usage of the device was unknown, and the operator of device was lay user/patient. Reporter stated that her husband died on (B)(6) 2024 and he was wearing one of these patches. She also asked what she could do now and requested for further advise. On (B)(6) 2025, reporter mentioned that she did not know if the patches were stacked. She mentioned that the last box he was using was a recalled batch. She mentioned that death certificate mentioned acute myocardial infarction and was cremated prior to hearing of the recall. She provided pictures; however, details were not identifiable. Reported cause of death was reported as acute myocardial infarction. Autopsy was not performed. As the reporter did not know whether the patches from the recalled batch were stacked, there was insufficient information. Therefore, the type of investigation, including the method term, was captured as 'insufficient information available,' the result term as 'no findings available,' and the conclusion term as 'appropriate investigation conclusion term/code not available.' According to the reporter, the patches belonged to the affected lot. Based on medical assessment, the recall presents a significant safety concern, as the potential risk of a product can cause substantial and unreasonable harm to public health. The reported event acute myocardial infarction, meet the FDA's MDR reportability criteria as defined under 21 cfr part 803. Therefore, this qualifies as a 5-day reportable event. The remedial action was initiated as recall. No laboratory tests and procedures were reported. The case is considered as serious (death) (impact term: death, serious injury/illness/impairment). The action taken with fentanyl (system, transdermal delivery, cder or cber led; appropriate component term/code not available) was not applicable. The outcome of the event was fatal. The reporter's assessment of the causal relationship of the event with fentanyl was provided as possible at the time of this report. No further information is available. As per an email received from FDA, a supplemental report needs to be submitted as initial 5-day report (conservatively processed as 5-day) could not be processed because both the ¿5-day¿ and ¿initial¿ checkboxes were selected in section g6 (type of report) field of medwatch. Initially, this report was conservatively classified and submitted as a 5-day report, since the case pertained to a previously recalled lot of fentanyl. However, the remedial actions for that lot had already been completed, and the recall was initiated before the company became aware of this event. As no additional corrective action was necessary, the event has now been reclassified as a 30-day report. Accordingly, this supplemental report is being submitted to initial report by selecting the ¿30-day" checkbox in section g6 of the medwatch form, in accordance with the recommendations provided by the FDA problem report specialist. Hence, an amendment is performed on 09-jul-2025 to submit the case as a 30-report. MDR comment: according to the medical assessment, a male patient using fentanyl patch for an unknown indication died on (B)(6) 2024, wearing one of the fentanyl patches (lot number: 108319) and his death certificate stated acute myocardial infarction (acute myocardial infarction). The affected lot: (108319) was already recalled from the market as there was a potential that patches could be multi-stacked, adhered one on top of the other, in a single product pouch. Additionally, as the company had already completed a remedial action to prevent an unreasonable risk of substantial harm to the public health and have filed 5-day reports previously for the events that led the company to recognize the need for the remedial action of recall. The recall was completed prior to the company becoming aware of this report. Therefore, the subsequent additional reportable event (including the current report) associated with the remedial action (i.e., events that do not necessitate a new remedial action) would be filed as 30-day report. Although there is insufficient information if the patches used by the patient were stacked or not as the reporter was not sure regarding same and as the patch used by the patient belongs to the recalled lot hence the death of the patient is considered potentially due to the over stacking of the patches reported for this lot, hence this case qualifies to be a 30-day reportable case in accordance with regulatory guidelines. Sender comment: this 15-day reportable case concerns a male patient of an unknown age who was using fentanyl patch for an unknown indication and died on (B)(6) 2024, wearing one of the fentanyl patches and patient's death certificates stated acute myocardial infarction (acute myocardial infarction). The event of acute myocardial infarction was assessed as serious and unlisted. The causal role of fentanyl for reported event of acute myocardial infarction is assessed as possibly related. However, lack of information regarding patient¿s relevant past medical history; past drug history; family history and pre-existing risk factors precludes comprehensive assessment.

Manufacturer narrative:
Manufacturer report number: 2010441-2025-00001, will be re-submitted as a 30-day report via a significant amendment. The initial 5-day report could not be processed because both the "5-day" and "initial" checkboxes were selected in section g6 (type of report) field of medwatch. Initially, this report was conservatively classified and submitted as a 5-day report, since the case pertained to a previously recalled lot of fentanyl. However, the remedial actions for that lot had already been completed, and the recall was initiated before the company became aware of this event. As no additional corrective action was necessary, the event has now been reclassified as a 30-day report. Accordingly, this supplemental report is being submitted to initial report by selecting the "30-day" checkbox in section g6 of the medwatch form, in accordance with the recommendations provided by the FDA problem report specialist.

Event description:
MFR report #: (B)(4) / 2010441-2025-00001. #1: acute myocardial infarction v28.0 (patient died on (B)(6) 2024, wearing one of the fentanyl patches, patient's death certificate stated acute myocardial infarction): from (B)(6) 2024 to - serious - fatal. This spontaneous case report was received from a consumer or other non-health professional (patient's wife) via medical information call center (micc) (reference number: (B)(4)) from united states on 17-jun-2025. This case concerns a male patient of an unknown age who was using fentanyl patch for chronic pain and died on (B)(6) 2024, wearing one of the fentanyl patches, and death certificate stated acute myocardial infarction (pt: acute myocardial infarction) (clinical term: myocardial infarction; problem term: insufficient device problem information). Patient's relevant medical history and family history were not reported. Concurrent condition included chronic pain. Past drug history included the patient was on fentanyl patches for like 20 years approximately on or about 2000, for chronic pain, when oral medication (unspecified) proved to not be sufficient for pain control or relief. Concomitant and co-suspect medications were not reported. On an unknown date (since years), the patient was on treatment with fentanyl transdermal patches (system, transdermal delivery, cder or cber led; appropriate component term/code not available) for chronic pain (batch/lot number: unknown, expiration date: unknown and device manufacturer date: unknown). However, on an unknown date, the patient used started using new fentanyl transdermal patch 25 mcg/hr (system, transdermal delivery, cder or cber led; appropriate component term/code not available) (batch/lot number: 108319, expiration date: apr-2027 and device manufacturer date: unknown). Usage of the device was unknown, and the operator of device was lay user/patient. Reporter stated that her husband died on (B)(6) 2024 and he was wearing one of these patches. She also asked what she could do now and requested for further advise. On 17-jun-2025, reporter mentioned that she did not know if the patches were stacked. She mentioned that the last box he was using was a recalled batch. She mentioned that death certificate mentioned acute myocardial infarction and was cremated prior to hearing of the recall. She provided pictures, however, details were not identifiable. On (B)(6) 2025, the patient's wife shared the picture of the fentanyl patches and asked if company wanted her to open the other remaining recalled boxes of patches. On 30-jun-2025, reporter was advised not to open the remaining patches and informed few points to return the recalled lot of fentanyl patches. Further, on (B)(6) 2025, patient's wife mentioned that patient suffered acute myocardial infarction on (B)(6) 2024. On (B)(6) 2025, patient's wife stated that patient had been on fentanyl patches since years and most of the time the used company's patches. As the reporter did not know whether the patches from the recalled batch were stacked, there was insufficient information. Therefore, the type of investigation, including the method term, was captured as 'insufficient information available,' the result term as 'no findings available,' and the conclusion term as 'appropriate investigation conclusion term/code not available.' According to the reporter, the patches belonged to the affected lot. Based on medical assessment, the recall presents a significant safety concern, as the potential risk of a product can cause substantial and unreasonable harm to public health. The reported event acute myocardial infarction, meet the FDA's MDR reportability criteria as defined under 21 cfr part 803. Therefore, this qualifies as a 30-day reportable event. The remedial action was initiated as recall. Reported cause of death was reported as acute myocardial infarction. Autopsy was not performed. No laboratory tests and procedures were reported. The case is considered as serious (death) (impact term: death, serious injury/illness/impairment). The action taken with fentanyl (system, transdermal delivery, cder or cber led; appropriate component term/code not available) was not applicable. The outcome of the event was fatal. The reporter's assessment of the causal relationship of the event with fentanyl was provided as possible at the time of this report. No further information is available. As per an email received from FDA, a supplemental report needs to be submitted as initial 5-day report (conservatively processed as 5-day) could not be processed because both the "5-day" and "initial" checkboxes were selected in section g6 (type of report) field of medwatch. Initially, this report was conservatively classified and submitted as a 5-day report, since the case pertained to a previously recalled lot of fentanyl. However, the remedial actions for that lot had already been completed, and the recall was initiated before the company became aware of this event. As no additional corrective action was necessary, the event has now been reclassified as a 30-day report. Accordingly, this supplemental report is being submitted to initial report by selecting the "30-day" checkbox in section g6 of the medwatch form, in accordance with the recommendations provided by the FDA problem report specialist. Hence, an amendment is performed on 09-jul-2025 to submit the case as a 30-report. Follow-up information of this case was received from a consumer or other non-health professional (patient's wife) via medical information call center (micc) (reference number: (B)(4)) from united states on (B)(6) 2025. Concurrent condition (chronic pain), past drug history, onset date of event, suspect product detail (ndc number and other details), additional suspect regimen and indication of suspect product was added. Device available for evaluation was updated to yes. Narrative was updated accordingly. No further information is available. MDR comment: - according to the medical assessment, a male patient using fentanyl patch for chronic pain died on (B)(6) 2024, wearing one of the fentanyl patches (lot number 108319) and his death certificate stated acute myocardial infarction (acute myocardial infarction). The affected lot (108319) was already recalled from the market as there was a potential that patches could be multi-stacked, adhered one on top of the other, in a single product pouch. Additionally, as the company had already completed a remedial action to prevent an unreasonable risk of substantial harm to the public health and have filed 5-day reports previously for the events that led the company to recognize the need for the remedial action of recall. The recall was completed prior to the company becoming aware of this report. Therefore, the subsequent additional reportable event (including the current report) associated with the remedial action (i.e., events that do not necessitate a new remedial action) would be filed as 30-day report. Although there is insufficient information if the patches used by the patient were stacked or not as the reporter was not sure regarding same and as the patch used by the patient belongs to the recalled lot hence the death of the patient is considered potentially due to the over stacking of the patches reported for this lot; additionally follow-up was received; providing additional patient details (concurrent condition (chronic pain), past drug history, onset date of event, suspect product detail, and additional suspect regimen), however, reported information does not alter the initial medical assessment of the case. Hence, this case qualifies to be a 30-day reportable case in accordance with regulatory guidelines. Sender comment: this 15-day reportable case concerns a male patient of an unknown age who was using fentanyl patch for patch for chronic pain and died on (B)(6) 2024, wearing one of the fentanyl patches and patient's death certificate stated acute myocardial infarction (acute myocardial infarction). The event of acute myocardial infarction was assessed as serious and unlisted. The causal role of fentanyl for reported event of acute myocardial infarction is assessed as possibly related. However, lack of information regarding patient¿s relevant past medical history; past drug history; family history and pre-existing risk factors precludes comprehensive assessment.